Event description:
It was observed during the device evaluation that the auxiliary channel, the air¿water channel, and the auxiliary channel at the scope connector side of the colonovideoscope contained white residues. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.